Event description:
The pt experienced intermittent stimulation following a position change. He was changing the oil on his car. He turned the stimulation off before lying down under his car, then tried turning the stimulation on and it did not come on. He got up and tried it again and the stimulation was very faint. Currently, the stimulation was working as intended and was having no troubles with it. The impedance measurements were greater than 4,000 ohms on some of the bipolar pairs and appeared they had been open for some time. All the other pairs were normal range. The device was not programmed with any of the electrodes that were open. He was at the clinic in fair condition. Add'l info has been requested.

Manufacturer narrative:
(B)(4).